Event description:
On 20th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection the fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: b)(4).(report number: 9710055-2023-00192) is a duplicate of the issue reported under manufacturer¿s reference number: b)(4) (report number: 9710055-2023-00134). Therefore, the issue is evaluated under manufacturer¿s reference number: b)(4) (report number: 9710055-2023-00134). The correction of b5 describe event or problem, d4 catalog # and d4 serial# fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 23th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, upon the device inspection the fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event or problem: on 20th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection the fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. The correction of b3 date of event fields deems required. This is based on the internal evaluation. Previous b3 date of event: 02/23/2023. Corrected b3 date of event: 02/20/2023. The correction of d4 serial # fields deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, upon the device inspection the fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.